Event description:
It was reported that the patient¿s lead needed to be revised due to coverage being insufficient. The plan was to move the lead a little to the right for the patient to get better coverage. The event was not device related. The stimulation had not been turned back on yet so it was yet to be determined if the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n319577, implanted: (B)(6) 2012, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).